Manufacturer narrative:
On site investigation of the involved devices was conducted by a spacelabs field service engineer confirmed that the equipment performed to specifications. The investigation was witnessed by a hospital representative. The retrospective patient database was sent to spacelabs for evaluation. Spacelabs will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 at 12:22 p.m. A 6 beat run of ventricular tachycardia (vtach) did not alarm at the telemetry central station. No one was injured as a result of this event.

Manufacturer narrative:
The patient¿s historical waveforms and trend information was reviewed by a spacelab¿s lead software engineer. The ECG waveform data for the event generated a run alarm when played through the (B)(4) algorithm. The database retrieved from the site recorded no alarm for the event. Onsite, simulated testing of the involved devices confirmed that the equipment performed to specifications. Without having the second ECG lead or the status of the alarm settings at the time of the event, the reason for the failure to alarm cannot be determined. No part was repaired or replaced, and there has been no reported recurrence. This report is considered final and the issue is closed.